Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a blank and white screen, flashes all the time, impossible to stop it. Switch on and off all the time with audio alarm. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
After battery installation, device gave an unexpected white display due to cracked lcd circuitry. Unable to perform functional tests including displacement, sleep current measurement, active current measurement, and self tests due to display anomaly.